Event description:
It was reported that during a stenting treatment procedure, poor stent apposition and stent deformation occurred. The procedure treated the distal portion of a 95% restenosed non-bsc stent previously implanted in the moderately tortuous 1st left posterolateral branch. There was no vessel calcification. Pre-dilation was performed with a non-bsc 3.0x15mm balloon and a non-bsc intravascular ultrasound (ivus) catheter was used to confirm the stent position. Next the physician deployed a 3.0x16mm promus element stent, but the physician noted that the stent was not well apposed to the vessel wall. Post dilation was performed with a 3.25x12mm non-bsc balloon. Ivus was then used to confirm that there was no issue with the stent placement. However, resistance occurred when the physician tried to remove the ivus catheter. An attempt was made to push the ivus catheter to the distal side, but resistance was met again. As a result, the ivus catheter and non-bsc guide wire were removed together. Stent deformation of the 3.0x16mm promus element stent was confirmed by angiography. A different non-bsc ivus catheter was used to determine the extent of the stent deformation and then treatment advanced and deployed a 3.0x18mm non-bsc stent. Ivus was again used revealing the 3.0x16mm promus element stent shortened 3mm. It was noted that the guide wire exit port of the non-bsc ivus catheter was damaged (lifted) after the procedure. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).